Manufacturer narrative:
Based on the info provided, it is unk if the device may have caused or contributed to the reported event. The pt developed a hematoma 16 days post implant and underwent drainage and removal of the sepramesh ip mesh. The info provided indicates that the pt developed a hematoma which is a known adverse event listed in the IFU. Additionally, no sample was returned for eval. With the available info, no conclusion can be drawn.

Event description:
The following is based on medical records provided by the pt. On (B)(6) 2009, pt underwent repair of an incisional hernia with sepramesh ip. On (B)(6) 2009, pt underwent laparotomy drainage of intraabdominal hematoma and abscess. The previously placed sepramesh ip was removed. After removal, the hematoma was identified and drained. Wound was irrigated and a non-bard mesh was placed. Pt reports that she has continued pain, bloat and abdominal swelling.